Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a diagnostic procedure for cardiac arrhythmia when the issue occurred. The procedure was able to be completed successfully as planned. The issue was with a stand longitudinal movement issue which is not mandatory during examination. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Analysis of the log file from (B)(6) 2023 shows a geometry error at: 15:02. More specific, a motor assembly error [axis=frtlong]. Troubleshooting action showed a positioning problem and that it was impossible to move the roll bar on the suspension. The most likely cause is with the geometry hardware. The field service engineer (fse) replaced the longitudinal encoder assembly which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There are various system configurations which allow for easy positioning through motorized movement. These include: - the azurion or allura series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. - the azurion flexmove stand option which provides for longitudinal, transverse, and diagonal movement. - the azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the azurion system displayed an error message and the stand would no longer move at all. The device was in clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexarm longitudinal encoder assembly which returned the device to use in good working order.